Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened button dome switch. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. No excessive no delivery alarms were noted. The insulin pump had minor scratches on the display window, cracked display window corner and a broken reservoir tube lip.

Event description:
Customer reported receiving a button error alarm and a no delivery alarm on the insulin pump. Blood glucose level was 185 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.